Manufacturer narrative:
(B)(4). The customer was provided with a replacement device. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when prompted. The customer advised that when a battery was installed and they attempted to power the device on, that there was no response and it would just beep. The customer tried installing multiple batteries with the same results. As a result, defibrillation would not be possible if it were necessary. There was no patient use associated with the reported event.